Manufacturer narrative:
The intraocular lens (iol) was received and is currently being analyzed . The lens met all manufacturing specifications prior to release. The initial multifocal implant was exchanged for a lower diopter lens of the same model suggesting this event was not caused by the lens. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The intraocular lens was received with the optic cut in 2 pieces, precluding diopter measurement. Batch records were reviewed and showed no deviations. A review of the historical complaint data base revealed that no complaints from this lot number were received. Visual inspection of the optic parts took place and no optical deviations could be found. The initial implant was replaced with a lower diopter lens of the same model suggesting that this event was not caused by the iol. All information available is included in this report.

Manufacturer narrative:
Corrected implant date field to (B)(6) 2011.

Event description:
It was reported the multifocal intraocular lens was exchanged without complication for a lower diopter lens of the same model. The reason stated was the patient's dissatisfaction with her visual outcome.